Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. One xvcfw introducer was returned with the dilator hub separated. Upon investigation of the dilator, there appears to be little to no flare on the dilator. The instructions for use states, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." The root cause was determined to be related to manufacturing. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. The risk remains acceptable with addition of this complaint due to low occurrence and low severity per quality engineering risk assessment.

Event description:
During the repair of a thoracic aneurysm, the white end cap of the grey dilator came off upon removal of the sheath and could not be used again. No part of the device remained inside the patient according to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the repair of a thoracic aneurysm, the white end cap of the grey dilator came off upon removal of the sheath and could not be used again. No part of the device remained inside the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected data: date received by manufacturer on initial report should be 08/24/2017. A review of dimensional verification, visual inspection, complaint history, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. Upon investigation of the dilator, there appears to have little to no flare on the dilator. The device was returned and evaluated. The dilator and hub were separated. Based on the drawing and illustration identifying the ideal and minimum flare diameters, the flare was too small. The flare was circular. Therefore, a root cause of manufacturing related / operator related was identified. Review of the device history record of the finished product shows one nonconforming event. There was one other reported complaints for this lot number. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.